Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee floor unit. No x-ray exposure and system movements were available during a procedure. Detailed clarifications of this event are currently on-going; therefore, the event is reported in doubt.

Manufacturer narrative:
The investigation of the reported issue was completed. A detailed analysis of the log files revealed that the guard function of the footswitch , which blocks further system movements if the footswitch is jammed, was activated. The system displayed the message: ¿footswitch: guard active¿ to the user. As a result, normal system movements were blocked. However, movements were still possible at reduced speed in the override mode. A system restart, as reported, could not be confirmed, but the guard error was reset after approx. 20 minutes. The on-site service intervention showed that the wireless footswitch had a critical battery voltage. The battery was nearly empty. In general, the instruction for use provides adequate information on how to act in such situation, e.g. System movements with activated guards, release of x-ray with a wired footswitch or the hand switch available on the system. Furthermore, the operator manual states that the batteries of the wireless footswitch should be charged before starting the examination. In case of empty batteries, the provided power adapter should be used to continue the procedure. The battery charge status is shown as three leds at the footswitch. The system was installed in 2010 and had already reached end of support (eos). It has since been deactivated and dismantled, therefore, further in-depth investigation is not possible. Based on the available information, expert opinion and the information provided, it is deduced that the wireless footswitch was nearly discharged and caused the described system behavior. The occurrence rate of the aforementioned error pattern was reviewed. The investigation could not identify any error accumulation or systematic issue that would require corrective action for the installed base.